Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, and after being instructed to plug adapter into working wall outlet, pump began charging, no shutdown occurred, and no further assistance was required.